Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was due to have infusion complete at 11 am but came to clinic at 8 am with air in line alarm. They reported that they tried to troubleshoot but air in line alarm persisted. Per reporter the line looked normal - no air present and some small air bubbles. Reservoir volume displayed 18.2 ml, total to be given was 184 ml. They stated the pump was programmed correctly and the cassette was filled correctly with correct volume. The event occurred at the patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.